Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion at 14.6 to 15.4 cm from the connector pin consistent with friction with the device.

Event description:
This report is to advise of an event observed during analysis.